Event description:
Procedure: gastrectomy. According to the reporter: after resetting the self check test was performed and calibration was done and two green indicator lamps were lit up. Upon setting the sulu the conditions of opening and closing the jaw could not be confirmed. The third indicator lamp was blinking with two other ones were lit up. After resetting no problem in closing and opening the jaw of sulu was confirmed. Leaving it for a while, a doctor found suddenly the uncontrollable articulation of jaw started with tone of self check test sounded. Then third green indicator lamps got lit up. The case was completed with no problem. No patient harm. The patient current status: good confirmed that the clinical sample is being returned for investigations. Nothing of adverse event caused by extension of or time was reported. No patient info is available: gender: unknown, age: unknown, weight: unknown the customer did not know if reinforcement material was used.

Manufacturer narrative:
(B)(4).